Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, post procedure, the patient had mesh exposure but it was not removed. The patient was last seen in (B)(6) 2010. All other information is unknown and unavailable.